Event description:
It was reported that a patient presented with post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not yet received.